Manufacturer narrative:
The device was returned to smiths medical. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Oracle ro 1218901: system failed per customer (during testing). No patient injury was reported.

Manufacturer narrative:
Corrected data: h10: DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair.